Event description:
At an integrity test performed at the beginning of (B)(6) 2021 it was noticed that some channels are affected. A CT scan then showed a migration of the electrode. The parent also commented that the position of the magnet had also moved. A revision surgery was scheduled for the (B)(6) 2021 to reinsert the array. However, due to scar tissue and the position of the implant the user was re-implanted with a new device.